Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered an accurate amount of insulin for the food bolus; however, due to being sick, the customer vomited and experienced a low blood glucose (bg) level in the mid 40's (mg/dl) due to the food bolus having delivered. To treat the low bg level, the customer suspended pump therapy. Recommendation was made to consult with health care provider regarding diabetes management.